Event description:
See manufacturer # 3007566237201010562. The neurostimulator (ins) came up with the end of service message after being implanted for only a few weeks. This was the second time of it happening within a couple months. The impedance measurements were out of range: some high and low readings. The pt did experience clinical benefit from the ins before it switched off. Additional info has been requested.

Manufacturer narrative:
(B)(4).